Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigation (fa) investigations confirmed the customer reported complaint. Fa found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The crimp measures approximately 0.032¿ x 0.046. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables that can influence pitch cable failure. Additional observations not reported by site were that the instrument was found to have the plastic proximal clevis broken. Broken pieces are not missing as a result of breakage. The root cause of broken instrument proximal clevis is typically attributed to mishandling/misuse, such as excessive force applied to the distal end of the instrument. The instrument was also found to have scratch marks/abrasions on the distal clevis near the distal clevis hub. The root cause of this failure is attributed to mishandling/misuse. A review of the instrument logs for the permanent cautery spatula instrument (part# 470184-13/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula instrument tip was not moving properly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.